Event description:
It was reported that patient had the stimulator removed about 1.5 years ago as it was not helping with the patient¿s pain. Additional information was requested regarding the outcome. If received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4) implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot # j0427865v, implanted: (B)(6) 2004, product type lead. (B)(4).